Event description:
It was reported that the physician performed an uneventful endometerial ablation in 1999. The procedure was successful. The pt became amenorrheic. In 2002 the pt presented with acute left lower quardant pain. An ultrasound showed a fibroid, an ovarian cyst and a mass within the uterus. Diagnostic laparoscopy was performed. A total abdominal hysterectomy and left salpingo-oophorectomy on the pt. Pathologic findings included a 2 to 3 cm area in the left cornua that was filled with old dark blood.